Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open lumpectomy procedure, after one clip fired the device broke and no other clip could be fired. Another device was used to complete the case. There was no patient injury.